Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, femoral osteolysis and a lesion or cyst in the lesser trochanter were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.